Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: it was further reported that the issue occurred after filling, prior to patient use. The device contained tramadol/lornoxicam, 60ml and saline, 100ml. H4: the lot was manufactured between february 26-27, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a pool of fluid inside the device's bottle which suggested leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had some liquid droplets inside the plastic housing. This occurred during filling. There was no patient involvement. No additional information is available.